Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 11 months. The pump was not returned for evaluation, as it was not explanted. A root cause for the reported event could not be determined through this evaluation. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2013, the patient expired. The cause of death was unknown. Prior to the patient's death, on (B)(6) 2013, the patient complained of a severe headache. On the evening of (B)(6) 2013, the patient was reportedly in distress and ems attempted to resuscitate the patient. The patient was taken to an outside hospital where they expired. The implanting center suspects the cause of death was a stroke. No further information is available.